Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the tip of the basket failed to detach. Instead, the sheath of the device buckled and then split. The physician, following the dfu, cut the catheter and attached an ¿old school lithotripter device¿ to remove the stone from the basket. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact event and procedure date is unknown. However, it was reported that the procedure happened within the week of (B)(6) 2013. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.